Event description:
It was reported that during a thyroidectomy procedure, the tissue pad became unstuck from the instrument. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.